Manufacturer narrative:
The customer's allegation was confirmed by the technical assistance center, but the device was not return to the olympus, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: representative sydney noticed the allegation for "bent pins in video connector socket" cause was due to video connector socket had a lot of bent pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center experienced a blackout image during set up. There were no reports of patient involvement.